Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an impla ntable neurostimulator (ins). It was reported that the patient felt that the ins was shocking them and that it wasn't helping anymore with their chronic pain. The patient wanted the ins explanted so the system was completely explanted on (B)(6) 2018. The cause of the shocking was unknown at the time of the report, and the product could not be returned to the manufacturer for analysis because the doctor had discarded the explanted ins and leads. No further complications were reported or anticipated.